Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on a saturday with a high blood glucose level of 500 mg/dl. The customer was found in a coma by spouse. The customer was treated for their blood glucose with IV fluids, sugar water, and shots. The customer did not provide further information about the hospitalization. The customer found their cannula to be bent. The customer declined troubleshooting their insulin pump. The customer was advised to change their infusion and reservoir sets. The customer did not return the product back for analysis.